Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was deployed multiple times because an optimal site could not be found. It was also noted that the lead was severely twisted as a result of over-rotation. The lead was not used and replaced during the procedure. There were no patient consequences.